Manufacturer narrative:
The isulin pump passed the operating currents measurement, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected off no power alarm anomaly or battery icon anomaly noted. No unexpected noise/alarm anomaly during testing noted. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, cracked case at reservoir tube window corner, reservoir tube window, corroded battery tube, minor scratched display window, missing end cap sticker and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was unknown. The customer stated that crack in the reservoir window and there is one other part too. The product was returned for analysis.